Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The 90% stenosed target lesion was located in a severely tortuous, severely calcified left circumflex artery (lcx). Rotational atherectomy was performed on the lesion using a 1.5mm burr device, . The physician implanted a 2.5x18mm non-bsc stent in the distal lcx but failed to also implant a 3.0x15mm non-bsc stent in the distal lcx due to the severely tortuous artery. A non-bsc 'child' guide catheter was then inserted. The 3.00x16mm promus element stent delivery system (sds) was selected for use but while advancing to the target lesion, the stent dislodged inside the guide catheter. The sds was removed from the guide catheter and a 1.25x10mm non-bsc balloon was inserted to retrieve the dislodged stent. The stent was removed from the guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).